Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel that was oversensed and resulted in the device beginning to charge to deliver a shock. The shock was manually diverted and noise continued to be observed on the rate/sense channel. The leads connected to this device were disconnected and reinserted; the noise continued. The leads were disconnected and reinserted in opposite ports; the noise continued. Additional information was received that the oversensed noise resulted in inhibition of pacing.